Event description:
Spontaneous call from pt's wife to report pump malfunction. Ms3 pump sn #4(B)(4) will not allow her to get to start delivery she does the load, fill tubing, fill cannula and then it goes right back to load. This happened 3 days ago and she switched to backup pump. She did it again last night and had the same issue. Other pump is working fine. It did not happen while in use. No interruption in therapy. Pump is being replaced and return box being sent. Reported to cvs/caremark by pt/caregiver.